Manufacturer narrative:
Updated section h11. The returned device was visually examined, and the following was observed: the liner was partially expanded approximately 1" from the distal strain relief. Liner puncture with exposed thv approximately 5" in length from the distal strain relief. There was liner stretching starting 1" from the distal strain relief approximately 7" in length. Distal tip was unopened. The valve was exposed through the sheath liner, stopped approximately 4" from distal comnut. Engineering removed strain relief with no abnormalities noted. Due to the returned device condition (liner puncture with stretching), no functional testing was able to be performed. Liner thickness was measured along the liner puncture. All measurements were found to be within the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for resistance between system components was confirmed based on the evaluation of the returned device. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, improper sheath liner expansion could lead to increased push forces during system advancement through sheath, resulting in the reported resistance. As such, available information suggests that patient factors (tortuosity) and factors related to the manufacturing process (improper sheath expansion) may have contributed to the resistance between system components. However, the sequence of events and contributing factors were unable to be determined and a definitive root cause is unable to be identified. The complaint for sheath does not expand and sheath liner puncture were confirmed during evaluation of returned device. A review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per returned product evaluation, a liner tear with exposed thv was present, approximately 5" in length from the distal strain relief and liner stretching started 1" from distal strain relief approximately 7" in length. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. Variation in the seam forming process may contribute to the liner not expanding. Per manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2" segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). This failure mode occurs when the hdpe outer layer adheres to the etched ptfe liner, resulting in the seam stretching. The presence of several patient/procedural factors such as tortuosity and high push forces may further contribute to the complaint event. Tortuosity can create suboptimal angles during delivery system advancement through the sheath. The delivery system can potentially catch on to the liner of the sheath and lead to liner tears upon removal. During delivery system advancement through the sheath, it is possible that the devices may not be coaxially aligned due to vessel tortuosity. This can lead to the crimped valve to catch onto the sheath liner and lead to resistance. Additionally, it was reported that a "tremendous amount of push force" was needed to overcome resistance while navigating through "significant tortuosity." Thus, high push forces likely caused the liner to become punctured, leading to exposed thv. Available information suggests that factors related to the manufacturing process (improper sheath liner expansion), patient factors (tortuosity), and/or procedural factors (high push forces) may have contributed to the sheath not expanding and sheath liner puncture. However, the sequence of events and contributing factors were unable to be determined and a definitive root cause is unable to be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated section h6- device code, type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: the liner was partially expanded approximately 1" from the distal strain relief. Liner puncture with exposed thv approximately 5" in length from the distal strain relief. There was liner stretching starting 1" from the distal strain relief approximately 7" in length. Distal tip was unopened. The valve was exposed through the sheath liner, stopped approximately 4" from distal comnut. Engineering removed strain relief with no abnormalities noted. Due to the returned device condition (liner puncture with stretching), no functional testing was able to be performed. Liner thickness was measured along the liner puncture. All measurements were found to be within the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for resistance between system components was confirmed based on the evaluation of the returned device. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, improper sheath liner expansion could lead to increased push forces during system advancement through sheath, resulting in the reported resistance. As such, available information suggests that patient factors (tortuosity) and factors related to the manufacturing process (improper sheath expansion) may have contributed to the resistance between system components. However, the sequence of events and contributing factors were unable to be determined and a definitive root cause is unable to be identified. The complaint for sheath does not expand and sheath liner puncture were confirmed during evaluation of returned device. A review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per returned product evaluation, a liner tear with exposed thv was present, approximately 5" in length from the distal strain relief and liner stretching started 1" from distal strain relief approximately 7" in length. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. Variation in the seam forming process may contribute to the liner not expanding. Per manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2" segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). This failure mode occurs when the hdpe outer layer adheres to the etched ptfe liner, resulting in the seam stretching. A product risk assessment was previously initiated to document investigation and assess associated risks for liner tears that occur with improper expansion of the sheath. The presence of several patient/procedural factors such as tortuosity and high push forces may further contribute to the complaint event. Tortuosity can create suboptimal angles during delivery system advancement through the sheath. The delivery system can potentially catch on to the liner of the sheath and lead to liner tears upon removal. During delivery system advancement through the sheath, it is possible that the devices may not be coaxially aligned due to vessel tortuosity. This can lead to the crimped valve to catch onto the sheath liner and lead to resistance. Additionally, it was reported that a "tremendous amount of push force" was needed to overcome resistance while navigating through "significant tortuosity." Thus, high push forces likely caused the liner to become punctured, leading to exposed thv. Available information suggests that factors related to the manufacturing process (improper sheath liner expansion) and/or patient factors (tortuosity) may have contributed to the sheath not expanding and sheath liner puncture. However, the sequence of events and contributing factors were unable to be determined and a definitive root cause is unable to be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transcarotid approach, the esheath+ placed without issue, but upon inserting the delivery system, there was a tremendous amount of push force needed. Of note, the patient had significant tortuosity of the right carotid artery, which was the working side and maintaining the system in a straight line to the sheath was difficult. When the delivery system and valve had just crossed the carotid arteriotomy, the cardiologist further advanced the delivery system, at which point the delivery system came through the seam on the side of the esheath outside of the patient's body and the patient became severely hypotensive. An echo was performed which showed no effusion and there was no visible bleeding at the arteriotomy. The decision was made to remove the sheath and delivery system and place a new system. The patient remained severely hypotensive despite giving epi and vasopressin. The thought by the physicians was that the carotid body was "stimulated" by the advancement and abrupt disruption of the delivery system through the sheath. Lidocaine was given directly into the carotid body, but the patient remained hypotensive. A second delivery system, valve, and sheath were prepped and handed up to the field. A better angle of the sheath and delivery system was achieved, and devices were inserted without difficulty. The patient's blood pressure remained low (40's/30's) and the valve was deployed without rapid pacing. Epi and vasopressin continued to be given, even though the pigtail was in the aorta. At this point an echo was performed which showed no effusion, no perivalvular leak, and a normally functioning transcatheter valve. Carotid cutdown was closed and the patient left the hybrid or in stable condition. Pre-op ejection fraction was 60-65%. There was no vascular injury to the carotid artery or any other artery in which the sheath and delivery system encountered.